Event description:
It was reported by the attorney that on (B)(6) 2006 the patient injured his back while at work. The patient underwent an l5/s1 anterior lumbar interbody fusion using rhbmp-2/acs and a synfix cage on (B)(6) 2009. The synfix cage was filled with bmp and was placed in the interbody space. The doctor reportedly found that the fusion surgery failed due to the poor fusion with the rhbmp-2/acs. As a result, (B)(6) 2009 the patient underwent a revision surgery consisting of l5/s1 posterolateral fusion with synthes pedicle screw instrumentation. During the surgery, bone graft was harvested from the iliac crest bilaterally. This was mixed with progenix and then placed in the posterolateral gutter. After these surgeries, the patient's condition failed to improve, and had worsened to the point that the patient was completely disabled and unable to work. As a result of his worsening condition, he underwent treatment with another doctor to help manage his pain. Specifically, the doctor reportedly stated that the cause of the patient's heightened pain was from damage to the dorsal root ganglion resulting from the actions of rhbmp-2/acs causing a chemical irritation and dural adhesions. Further, the patient is now confined to a sedentary life, spending most of his day in bed. He is in constant pain and is no longer able to live independently, and relies on his wife for significant assistance throughout his day. He needs assistance with dressing and showering. He has sexual dysfunction because of the pain. He predominantly uses a wheelchair to move about. He is unable to drive himself and must either be driven places by his wife or take a taxi. As a result of his current state, he has been assessed with a 66% whole person impairment. Per the patient's medical records: (B)(6) 2009: the patient underwent a l5/s1 anterior lumbar interbody fusion with rhbmp-2/acs and synfix cage. Per the op notes, the synfix cage was filled with rhbmp-2/acs. This was placed in the interbody space. No patient complications were noted. (B)(6) 2009: the patient underwent a l5-s1 posterolateral fusion with pedicle screw instrumentation. Per the op notes, bone graft was harvested from the iliac crest bilaterally. This was mixed with progenix and then placed in the posterolateral gutter. (B)(6) 2010: the patient underwent a scan that showed a contained disc prolapse at the l2/3 level. (B)(6) 2011: the patient presented with a contained disc prolapse which has probably not ruptured at the l3/4 level catching the left l4 nerve root resulting in numbness over the medial aspect of his left leg with marked spasm in his back. The patient has very little muscle bulk and a lot of spasm in the left side of his back . (B)(6) 2011: the patient underwent an MRI of the lumbar spine. Impression: mild involution of the previous l3/4 disc protrusion; stable l5/s1 fusion without features of inflammation. (B)(6) 2011: the patient underwent a whole body scan of the lumbar spine and pelvis due to mild back spasms and a previous l5/s1 fusion. Impression: overall scan findings are fairly minor, showing non-specific mildly increased uptake in the body of l5. (B)(6) 2012: the patient underwent manipulation under anesthesia and subsequently an epidural injection of triamcinolone. (B)(6) 2012: review of the CT scan shows there is no posterior fusion, the right l5 pedicle screw breached through the cortex of the vertebral body and is sitting outside it anteriorly and there is a non union through the l5/1 fused disc. The ongoing discomfort can be from the l3/4 disc or l5/1 level and the consequences of surgery to this level and the placement of rhbmp-2/acs. (B)(6) 2012; the patient underwent an MRI that showed the previous anterior and posterior fusion with interbody disc device, and no evidence of neural compromise. (B)(6) 2014: the patient presented with low back pain, and hip and leg pain. The pain in the right leg is intermittent. The patient experience pins and needles in both thighs, and travelling posteriorly down the left lower leg onto the foot. He experiences spasmsin his legs which can spread to his back. The patient has experienced marked weight loss and nausea over the last few years. The patient has difficulty ambulating and typically uses crutches or a wheelchair.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.